Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed, resulting in inappropriate episode detection and ventricular pacing inhibition.